Manufacturer narrative:
The lot number of the device was not provided, a DHR review could therefore not be completed. A 24 months complaint history review was conducted on the part number and no similar complaint was identified. A non-conformance review was also conducted and no similar non-conformity as identified in the complaint was found. The root cause of this issue is unknown. The device malfunction was identified in a manufacturing facility in an ous country. This medwatch is being submitted because a similar device is marketed by quest medical in us.

Event description:
A report received from a customer states that the device was found to be defective during production assembly process.

Manufacturer narrative:
Visual inspection of the device showed poor welding as the root cause of the issue. A DHR review revealed that the weld setting parameters for this lot were within qualified settings. Parts are 100% leak tested as part of the manufacturing process for the device. The yield for the lot was found to be at 99.9%. Based on the reject quantity, this issue is categorized as an isolated incident. Quest medical will continue to monitor complaint trends for this issue.